Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing an fx coral 80 dialyzer and the serious adverse event of allergic/hypersensitivity like reaction, characterized by dyspnea, which required the early termination of treatment, volume repletion (normal saline), and supplemental oxygen. The definitive etiology/cause of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, it was reported the patient was transitioned to a baxter evodial without reported issue. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the fx coral 80 dialyzer cannot be disassociated from the serious adverse events. Plant investigation: the sample was not returned to the manufacturer for physical evaluation. Retention sample analysis was not done, due to the small number of samples available and the high unlikelihood of failure detection from 100% batch testing. A review of the batch records was performed. 68,976 originated from this lot which were inspected according to protocol and found to be conforming to specification. No indication for any relationship with the reported failure mode was found during the review. The reported issue cannot be confirmed and furthermore, the cause cannot be determined.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced an allergic/hypersensitivity like reaction (dyspnea) on (B)(6) 2025 during hd therapy utilizing a fx coral 80 dialyzer. On (B)(6) 2025, approximately 10-30 minutes into hd therapy the patient complained of shortness of breath (dyspnea). Although the timeline and specifics of the serious adverse events are largely unknown, it appears the hd treatment was stopped and the patient was provided supplemental oxygen (volume not provided), and a normal saline bolus (volume not provided) with good effect. The patient recovered from the serious adverse events, and no blood loss was reported. It is unclear when the patient¿s next treatment occurred; however, the patient was transitioned to a baxter evodial 1.6 dialyzer without known issue.